Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had blood back due to balloon rupture. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital of (B)(6) university. Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the balloon was not a getinge product. Upon inspection it was found that blood had entered the pneumatic module. The fse had cleaned internal blood contamination and then replaced the pneumatic module. Device passed the performance and safety checks according to factory specifications.